Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. Investigation of the customer issue included a review of the complaint text, review of validated instrument data analytics, batch record review, a search for similar complaints, and a review of labeling. Return material was not available. No upshift of the median value could be observed for the complaint lot. The batch record review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect icarbamazepine reagent, list number 01p36, lot number 60736li00 was not identified.

Event description:
The customer observed falsely elevated carbamazepine results while using the architect carbamazepine assay. Therapeutic range 4.0 - 12.0ug/ml, >20.0ug/ml toxic. The customer provided the following results (ug/ml): sid (B)(6): (B)(6) 2016: initial > 15 (flagged result), retested (1:4 dilution) 50.40. Retested using new reagent pack: 10.61. No impact to patient management was reported.